Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call that they received no delivery alarms. The customer's father stated that they had high blood glucose of 400 mg/dl at the time of incident. The customer's father stated that they treated the high blood glucose with manual injection. The customer's father stated that the no delivery alarm was resolved without changing the infusion set or reservoir. The insulin pump will not be returned for analysis.